Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp broken edge on posterior and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on posterior assessed as a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.